Manufacturer narrative:
Conclusion statement: the reported event of high impedances was confirmed. Analysis of the returned lead extension found internal wires broken and detached in the header strain relief. The fracture observed would be consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's extension had high impedances and the extension was discovered to be fractured via x-ray. Surgical intervention was undertaken, and the extension was explanted and replaced.